Manufacturer narrative:
Concomitant medical product: 503458 lead implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a warning for low impedances. Follow up with the patient's clinic indicates that the lead is being monitored and remains in use. No patient complications have been reported as a result of this event.